Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4)) displayed error message "tcm ID:05" (coolant diff failure) error message was confirmed during initial functional test and event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported error message were due to damaged lm34 temperature sensor and pic 16 pcb. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple tcm ID:05 error messages were observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing on the themogard system failed due to error message "tcm ID:05" on the display. To remedy the error tcm ID:05, the lm34 temperature sensor and pic 16 pcb were replaced. After parts replacements, the system was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
Customer reported that the thermogard ivtm system (serial # (B)(4)) displayed "tcm ID:05" (coolant diff failure). Patient use information was requested but no additional information was provided, therefore patient use is unknown.